Event description:
The customer reported vacuum error and an uncontained fluid leak of 2 ml, on the act diff 2 analyzer, coming from the sweep flow and leaked onto the counter top. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, eye protection, and gloves at the time when the leak was discovered. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility has a risk management/exposure control plan in place.

Manufacturer narrative:
A beckman coulter, inc. Customer technical support (cts), troubleshoot the event with the customer. Cts recommended the use of personal protective equipment before troubleshooting. In regards to the vacuum error which was reported by the customer, the diagnostic screen showed a vacuum adjusted to 6.00" hg. Cts instructed the customer to cycle instrument and received vacuum error. Cts instructed the customer open bath area and found leak. The customer found leak coming from sweep flow circuit. Customer technical support (cts) had customer reattach the disconnected tubing to the sweep flow below the rbc bath, which resolved the issue. The fluids associated with this event: blood, diluent and clenz. Service was not dispatched for this event failure mode was the disconnected tubing to the sweep flow. (B)(4).